Event description:
The customer reported obtaining low patient results on multiple analytes on their dxc 700 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 clinical chemistry analyzer and identified the failure mode as a defective level sense pcb (printed circuit board). The fse replaced the pcb to resolve the issue. Section a2, a4 and a5: information not provided by the customer. Section e1: initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).